Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. The most probable root cause is surgical technique and known inherent risk of the surgical procedure.

Event description:
In (B)(6) 2013, the patient had a left side si joint arthrodesis where two implants were placed. In (B)(6) 2016 the patient had an additional implant added to her left si joint. In (B)(6) 2016, it was learned that the patient developed a gluteal hematoma and gluteal artery pseudoaneurysm in (B)(6) 2016, after the additional implant procedure. The pseudoaneurysm was coiled and the hematoma was irrigated and debrided. No implants were removed. The patient suffered no permanent sequelae and was better after the procedure.